Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1380341) were tested with control solution instead. All results were within the range specification and no errors were observed. Additionally, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified. The complaint is not confirmed.

Event description:
Customer reported that approximately six months prior to calling adc customer service on (B)(6) 2014 she noticed her adc blood glucose meter would not start after a blood sample was applied to a test strip inserted into it. Customer further reported she felt "faint, sick and weak" and subsequently experienced a loss of consciousness. Customer self-presented to a local healthcare facility where she was reportedly diagnosed with hyperglycemia. Customer could not recall the treatment that was rendered at the hospital except that she given an intravenous infusion of unknown type. Customer also noted she is now taking metformin, in addition to lantus solostar insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.